Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2011. Subsequently, a shift in the acetabular cup position occurred upon initial standing. The patient was observed between initial hospital discharge and six weeks postoperative and it was determined that a revision procedure was not necessary. The patient was noted to be stable at three years postoperative visit. A review of invoice history confirmed the surgery date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2011. Subsequently, patient experienced acetabular cup shifting. There has been no reported revision procedure to date. A review of invoice history confirmed the surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."